Event description:
The customer reported via phone call that the insulin pump batteries did not last more than a week and an off no power alert. The customer states he changed the batteries before a doctor visit, but had an off no power by time he got to the doctors. Doctor then changed batteries, but they were low by the following day. Customer states the batteries were not used before inserted in the pump and damaged batteries cap was not noted. Troubleshooting was performed, but the low battery and off no power alert occurred again. Customer mentioned they were using the recommended batteries. The customer blood glucose level at the time of the event was 112 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.